Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("subacute salpingitis"), device dislocation ("migration of the device") and device breakage ("device breakage") in a 23-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included abdominal pain, low back pain, suprapubic pain, uterine bleeding, multiparous, ovarian cyst (aspriration of right ovarian cyst) and retroverted uterus. Concomitant products included cyclobenzaprine hydrochloride (flexeril), naproxen (naprosyn) and prednisone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 5 years after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy), surgery (underwent a device removal due to complications from the essure device, salpingectomy) and surgery (underwent a device removal due to complications from the essure device, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device breakage, menstrual disorder, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure loaded into right tubal ostium, deployed, 5 trailing coils present. Essure loaded into left tubal ostium, deployed, 6 trailing coils present. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: 2.5cm simple cyst right ovary. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Described salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("subacute salpingitis"), device dislocation ("migration of the device") and device breakage ("device breakage") in a 23-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included abdominal pain, low back pain, suprapubic pain, uterine bleeding, multiparous, ovarian cyst (aspiration of right ovarian cyst) and retroverted uterus. Concomitant products included cyclobenzaprine hydrochloride (flexeril), naproxen (naprosyn) and prednisone. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2016, 5 years after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy), surgery (underwent a device removal due to complications from the essure device, salpingectomy) and surgery (underwent a device removal due to complications from the essure device, salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the salpingitis, device dislocation, device breakage, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure loaded into right tubal ostium, deployed, 5 trailing coils present. Essure loaded into left tubal ostium, deployed, 6 trailing coils present. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2015: 2.5cm simple cyst right ovary. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Described salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs received- new event depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('subacute salpingitis'), device dislocation ('migration of the device') and device breakage ('device breakage') in a 23-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included abdominal pain, low back pain, suprapubic pain, uterine bleeding, multiparous, ovarian cyst (aspriration of right ovarian cyst) and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2011, naproxen (naprosyn) and prednisone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and underwent a device removal due to complications from the essure device, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device breakage, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure loaded into right tubal ostium, deployed, 5 trailing coils present. Essure loaded into left tubal ostium, deployed, 6 trailing coils present. Pain was decreased shortly after removal. Patient received treatment for events ¿ pelvic pain , abnormal bleeding, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: 2.5cm simple cyst right ovary. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Described salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("subacute salpingitis"), device dislocation ("migration of the device") and device breakage ("device breakage") in a 23-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included abdominal pain, low back pain, suprapubic pain, uterine bleeding, multiparous, ovarian cyst (aspiration of right ovarian cyst) and retroverted uterus. Concomitant products included cyclobenzaprine hydrochloride (flexeril), naproxen (naprosyn) and prednisone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 5 years after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy), surgery (underwent a device removal due to complications from the essure device, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device breakage, menstrual disorder, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure loaded into right tubal ostium, deployed, 5 trailing coils present. Essure loaded into left tubal ostium, deployed, 6 trailing coils present. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: 2.5cm simple cyst right ovary. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Described salpingitis. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea (cramping). Concomitant disease, lot number added. Event per mr: subacute salpingitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('subacute salpingitis'), device dislocation ('migration of the device') and device breakage ('device breakage') in a 23-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included abdominal pain, low back pain, suprapubic pain, uterine bleeding, multiparous, ovarian cyst (aspriration of right ovarian cyst) and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2011, naproxen (naprosyn) and prednisone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and underwent a device removal due to complications from the essure device, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device breakage, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure loaded into right tubal ostium, deployed, 5 trailing coils present. Essure loaded into left tubal ostium, deployed, 6 trailing coils present. Pain was decreased shortly after removal. Patient received treatment for events ¿ pelvic pain , abnormal bleeding, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: 2.5cm simple cyst right ovary. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Described salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received-outcome of abnormal bleeding updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a device removal due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.